Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1305102) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The aci sales professional reported that it was noticed during prep the balloon from a mynxgrip vascular closer device 6f/7f had a pin-size hole. The balloon could not hold pressure and a small stream of saline squirted out of the balloon. The device was removed and not used in a patient. A second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully.